Event description:
Tech alleged that the siderail is not latching. No pt impact.

Manufacturer narrative:
The tech found the siderail latch plate is bent and the bushing is missing. The tech replaced the siderail latch plate and the bushing to resolve the issue.